Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to high threshold and low impedance measurements. This lead was successfully replaced. No additional adverse patient effects were reported.